Manufacturer narrative:
The product involved in the event has not been returned and no lot information is available. Medical records received states the hospital's impression was multi microbial corneal ulcer right eye and subsequent scarring and neovascularization, secondary from cosmetic contact lens use. Based on all information, no casual factors can be determined and no conclusion can be drawn.

Manufacturer narrative:
A review of the lot batch records found all requirements were met. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Event description:
Additional information and product lot number were received from the law office. The claimant is still under treatment and has a stitch in her transplanted eye. The law office states the doctors are uncertain if the stitch will be removed. The product lot is expired.

Manufacturer narrative:
Based on all information, no causal factors can be determined and no conclusion can be drawn.

Event description:
Additional medical records dating from (B)(6) 2015 were received from the health care center. The records indicate patient had ongoing follow-up visits with the doctor for the eye condition associated with the event. It is noted that patient has dry eyes. The doctor discussed options with glasses and future opportunity for rgp contact lenses. At the patient's last visit on (B)(6) 2015, she was diagnosed with an unspecified ptosis of eyelid.

Event description:
A claim was received from a law office reporting their client was diagnosed with bacterial keratitis after the use of a contact lens solution. The claim indicated the lenses were stored in the solution for almost a month before the client wore the lenses. Approximately after 4 hrs of wear, pt developed pain, irritation and cloudy vision. Accompanying medical records provided by the law office states pt inserted a pair of cosmetic contact lenses and experienced redness, pain, burning and blurriness in the right eye. Pt was diagnosed with bacterial keratitis and treated with antibiotics. After 2 wks of antibiotic therapy, patient's eye condition did not improve. The patient's medical records indicates pt was seen and treated for recurrent corneal erosion, unspecified keratitis, central cornea an ulcer and epithelial defect for the time period from (B)(6) 2012 through (B)(6) 2014. The hosp had cultures performed of the contact lens and lens case, it was positive for klebsiella and pseudomonas, fungus as well as penicillin species and mycobacterium. A corneal biopsy was performed and no fungi or acanthameba was seen on the pathology. During a follow-up visit, the hospital's impression was multi microbial corneal ulcer right eye and subsequent scarring and neovascularization, secondary from cosmetic contact lens use. A deep anterior lamellar keratoplasty (dalk) with possible conversion to penetrating keratoplasty (pk) of the right t eye was recommended by the doctor. A corneal transplant was performed on the right eye. The device and lot number has been requested from the law office.